Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 110 and 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 82 and 77mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Due to change in diet yesterday, he stated that he knew his blood sugar should've been higher than they were when he tested himself last night and it at 75 and 71 mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with meter found defect, meter displayed e33 error message. The root cause of malfunction is pcb board contamination.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 110 and 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 82 and 77mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Due to change in diet yesterday, he stated that he knew his blood sugar should've been higher than they were when he tested himself last night and it at 75 and 71 mg/dl.